Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that since implant, it was taking longer and longer to connect to the pump to get a bolus and the issue was getting much worse with time. The patient mentioned that their spouse had a pump with a ptm (personal therapy manager) and she could connect really quickly each time when getting a bolus. Sometimes it would take him 10 to 15 minutes to connect to get a bolus and then he would just give up. At first, it would be a minute or so. The patient stated that 80% of the time the handset showed a message of "no pump found" even though right on top of it. The patient mentioned that he was seeing an error message "application restarting due to system error 156." The patient mentioned that he just recently had his pump filled. The agent had the patient close out of the application and restart the handset and the patient reset the communicator by power cycling the communicator two times. The patient tried to connect to the pump and reported there was a delay at 90% but he was able to see his lockout after about 3 to 4 minutes at 90%. The agent was going to call the patient back in 2 hours to walk the patient through getting a bolus to see what the time duration was for connection. The agent made an outbound call to the patient to walk the patient through getting a bolus to see what the time was. The patient started the connection at 12:02 with the agent on the line. The patient reported at 90% it lagged and took another 3 to 4 minutes to see that a bolus was available. The patient then selected arrow to request the bolus and had to wait another 3 to 4 minutes at 90% for the communication to put the bolus through. The patient got the lockout at 12:08 pm. The patient stated that he felt this was too long to have to wait every time he requested a bolus. The patient stated his spouse did not have to wait this longer for her bolus requests. A replacement handset was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.